Event description:
It was reported that the patient was scheduled for an unrelated laparoscopic cholecystectomy procedure. During a required device check prior to the procedure, it was noted that noise and multiple auto mode switching (ams) episodes were observed on the atrial lead. The clinician indicated this was a known issue and no changes were made at this time. The patient was stable.